Manufacturer narrative:
Additional failure analysis of the sureform60 white reload was performed and confirmed that all staples remaining in the reload were formed in b-shapes. Two of the pushers with staples in them were manually pushed up from the bottom with a screwdriver, and no abnormal friction/resistance was felt. The b-formed staples were properly seated in pusher pockets and were able to be dislodged from the pusher pockets easily when a side load was applied to the staples, indicating they did not stick to the pushers or cartridge. There was no visible damage to the pushers the staples were seated in. The fact that the stapler were fully formed indicated that the pushers these staples were seated in had to have travelled upward such that the staples hit the anvil and formed. There was no visible indication of defect in the reload that would have resulted in a misfire or malformed stapes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 white reload accessory involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported complaint. It was noted that the reload had been fired. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. A few staples were found fired and formed properly in a b-shaped formation, wedged on the bed surface of the cartridge indicating the staples were fired, and a few pushers were found slightly below the bed surface of the cartridge. Further evaluation found the pushers were deployed with the associated staple fired as evident by the shuttle track at the distal end but dropped below the surface. This reload did not appear to have been misfired. Isi also received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported complaint. A review of the logs did not find any firing errors for this instrument on it¿s last use on (B)(6) 2021 with system sk0331. The last procedure showed eight successful fires. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on the system and no initialization failure or errors/faults occurred during the in house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clamp and fire test passed three times and the staple formation on all three-fired reloads were proper on the test sheet. A review of the site's complaint history revealed no other complaints for this reload or stapler. No image or procedure video has been provided for review. An instrument log review was conducted, which resulted in the following findings: the logs showed that the customer used sureform 60 stapler instrument part# 480469-09 lot# l90210413-0002 on 30-june-2021 during a gastric bypass procedure with system sk0331. There were 4 uses remaining for the stapler instrument. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the instrument log for the sureform 60 stapler instrument part# 480469-09 lot# l90210413-0002 associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: the logs show that pn 480460-09, lot l90210413-0002 fired qty 8 reloads (7 white followed by 1 blue). All firings were completed per the logs. Firings #1, #5, and #6 had one pause for compression, and firing #7 had 2 pauses, while the rest of the firings had no pauses for compression. There were no incomplete clamps in the procedure. Based on the information provided, this event is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the sureform 60 stapler and white reload had a misfire and failed to deliver staples. A suture was placed intraoperatively to approximate non-vascular tissue that was unapproximated, which is not considered medical intervention to preclude permanent impairment. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer was using a white reload with a sureform 60 stapler instrument on a jj and when attempting to close, there was a misfire. A hole had to be sewn closed. The target tissue was the small bowel and the patient tissue was normal. The surgeon did not encounter any obstruction such as clips, staples, bone or any other hard objects between the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information on 14-july-2021. The csr informed she was not present during the procedure and the following responses were provided by the surgeon. The sureform 60 stapler instrument was inspected prior to use and nothing out of the ordinary was observed. The surgeon stated that the instrument had been working for the entire case prior to the firing. On the 7th fire, the surgeon used a white reload to close the common channel of the jejunum (jj), as it is the standard color the surgeon uses for that fire, and when the stapler fired, the full staple unraveled and malformed staples were observed along the line. The surgeon stated that some staples did not fire and had dropped into the patient. During the fire, the surgeon found a piece of the serosa dragged as the blade advanced at the staple side. No error messages were observed. The surgeon confirmed there were no staples stuck in the instrument jaws, but there were staples that did not fire. The reported hole that was observed was alleged to be caused by the incomplete staple line. No buttress material was used. The surgeon did not experience any clamping issue prior to firing the stapler reload. It was confirmed the instrument jaws were never stuck on tissue and were opened normally. The surgeon informed there was no tissue calcification nor had the tissue been exposed to any radiation or chemotherapy prior to the procedure. No tissue bunching was observed, however, a bit of tension was observed from being suspended, but nothing out of the ordinary. A suture was applied to approximate the unapproximated tissue. The reload and instrument were returned for analysis. An image of the reload was reported to be available; however, was not provided. No video was available for review. The procedure was completed robotically with no patient injury or harm.